Event description:
Event description cpi received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), the physician observed sensing issues with the device and transvenous defibrillation lead and elected not to implant the system. A new system was successfully implanted.